Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 170 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the ventricular channel as well as the far-field channel, leading to multiple charging cycles that partially resulted in shock delivery. Furthermore, the analysis of the shock holter data showed that an amount of 102 charging cycles was performed by the device within an hour on (B)(6) 2015. Asa result of that fast successive charging the battery status eos had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing the battery status eri to be as expected. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Afibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
This ICD was explanted at the same time as the associated lead was explanted for fracture, because it was at eri. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. On 4/22/16 - based on the analysis, we have decided this needs to be reported to the FDA.